Event description:
It was reported that during a returned order service test, the device will not accept cassette error code and an alarm cassette not attached occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with scratched lens and tamper seals missing. There was evidence of the error in the event history log. The reported problem was duplicated during functional test as there was an alarm cassette not attached properly upon powering up. The investigation showed that the downstream occlusion sensor does not operate as intended (it was stuck) and was the cause of the reported problem. It was recommended replacing the downstream occlusion sensor as corrective action. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)